Manufacturer narrative:
As reported, the balloon of a 6f mynx control vascular closure device (vcd) did not maintain pressure during inflation. Manual pressure held until hemostasis achieved. There was no reported patient injury. The device was opened in sterile field and used in the patient. The device was stored as per labeling. A 6f non cordis sheath was used. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. Balloon was prepped in normal fashion, when inserted and went to deploy, the balloon did not maintain it¿s integrity and pulled through. There was calcium present, distal to the access site. There was no prior intervention to the peripheral system. A non-sterile mynx control vascular closure device 6/7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that buttons 1 and 2 were not depressed. The sealant remained in the manufacturing position fully covered per the sealant sleeves. Additionally, the stopcock was found in open position, with a syringe attached to the device, and a cordis catheter sheath introducer (csi) was observed inserted on the unit. During this unaided eye evaluation, no abnormal conditions were observed considered to be reported. A balloon inflation/ deflation evaluation was executed where it was observed that a pinhole was present on the balloon of the evaluated unit, resulting in a leak that could be related to the reported event. A high magnification analysis was performed to evaluate the balloon¿s surface condition. During this analysis a pinhole condition was observed to be present on the balloon of the received unit. Based on the information provided, the condition of ¿balloon - balloon loss of pressure¿ was confirmed, as the investigation performed denoted a pin hole in the balloon body, that resulted in a leakage condition. However, based on the information provided, the condition of the returned device and the investigation performed, the root cause of the tear could not be conclusively determined. Procedural factors (such as the calcification reported) and/ or handling process may have contributed to the failure as reported. Access site vessel characteristics and/or concomitant device factors are likely since calcification at the access site and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 6f mynx control vascular closure device (vcd) did not maintain pressure during inflation. Manual pressure held until hemostasis achieved. There was no reported patient injury. The device was opened in sterile field and used in the patient. The device was stored as per labeling. A 6f non cordis sheath was used. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. Balloon was prepped in normal fashion, when inserted and went to deploy the balloon did not maintain it¿s integrity and pulled through. There was calcium present, distal to the access site. There was no prior intervention to the peripheral system. The device will be returned for evaluation.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.